Event description:
2021-02-04 unit received in house. Report form received. Currently in service under investigation. 2021-02-18 no deviation was found in batch documentation. The device has been manufactured according to specifications. The user experiences attachment issues. During inspection, the jaws were found damaged. During service the jaws were replaced. The damage found on the jaws indicates that the abutment was not inserted till the bottom of the abutment before gripping. Not inserting the abutment till the bottom before gripping can affect the attachment function of the axor ii. Off label use.